Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in sensing threshold and an increase in capture threshold was noted on the device. Diagnostic imaging was performed and confirmed that the right ventricular (rv) lead was dislodged. The rv lead was capped and replaced. The patient was stable.